Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Inspection of the lead noted the lead tip had become separated. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection and erosion. The distal portion of the lead got broke and remained in the brachiocephalic vein upon lead extraction however, the remnants of the lead was eventually extracted. It was also noted that there was the lead tip and fractured insulation on visual inspection. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to infection and erosion. The distal portion of the lead got broke and remained in the brachiocephalic vein upon lead extraction however, the remnants of the lead was eventually extracted. It was also noted that there was the lead tip and fractured insulation on visual inspection. No additional adverse patient effects were reported.